Manufacturer narrative:
The x2 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent minimum fill notifications occurred after filling multiple cartridges with an unknown amount of insulin. Customer did not practice proper air removal technique. No reported adverse impact to the customer¿s blood glucose level. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed.